Event description:
The deputy head nurse of the orthopedic ward of (B)(6) hospital inserted a 20g*10cm peripheral midline catheter into the patient's left upper arm under ultrasound guidance. The patient was diagnosed with bilateral ganglion cysts. The nurse plans to insert a midline catheter because of the infusion before and after surgery, and the tip of the catheter is planned to be placed near the axillary level. After evaluation under ultrasound, the left basilic vein was selected as the target blood vessel for puncture. After blood return was seen during puncture, the guidewire was lowered at a lower angle and the guidewire was passed smoothly. The catheter was started to be fed. There was resistance when the catheter was advanced to about 3-4cm. The patient complained of pain and stopped. Feed the tube and then withdraw the entire catheter. When flushing the pipe, inspection revealed it was incomplete. After it is confirmed by x-ray that it is under the skin, the surgeon is asked to remove it with as little damage as possible. Then, it is removed through a small area of ¿¿the puncture point and the subcutaneous tissue is expanded.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3068412 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned in order to aid in our investigation. Our engineers have reviewed the device and identified a small breach in the catheter tubing near the joint of the y-adapter. Close inspection of the wound was able to further identify a v-shaped cut in the tubing, which is consistent with a needle puncture. Based on these observations our engineers believe that the most likely root cause is related to the insertion and removal of the device from the patent. According to the instructions for use, the guide wire should be advanced after successful puncture, and the guide wire should be pushed to the end before the catheter is sent. When the catheter head exceeds the guide wire, it may be difficult to advance. When the catheter is pulled back, if the puncture angle is large, the needle will puncture the catheter. To avoid damaging the catheter, do not directly withdraw the catheter while the needle remains in the catheter. If the catheter needs to be withdrawn, keep the needle and catheter simultaneously or withdraw the catheter after the needle is withdrawn. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the deputy head nurse of the orthopedic ward of facility inserted a 20g*10cm peripheral midline catheter into the patient's left upper arm under ultrasound guidance. The patient was diagnosed with bilateral ganglion cysts. The nurse plans to insert a midline catheter because of the infusion before and after surgery, and the tip of the catheter is planned to be placed near the axillary level. After evaluation under ultrasound, the left basilic vein was selected as the target blood vessel for puncture. After blood return was seen during puncture, the guidewire was lowered at a lower angle and the guidewire was passed smoothly. The catheter was started to be fed. There was resistance when the catheter was advanced to about 3-4cm. The patient complained of pain and stopped. Feed the tube and then withdraw the entire catheter. When flushing the pipe, inspection revealed it was incomplete. After it is confirmed by x-ray that it is under the skin, the surgeon is asked to remove it with as little damage as possible. Then, it is removed through a small area of the puncture point and the subcutaneous tissue is expanded.